Manufacturer narrative:
The device was returned to olympus as part of the asset return process. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: damage was found on the hexagonal spacer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer sent an olympus electrosurgical generator esg-400 for annual inspection. During routine inspection of the device, it was found that an e433 error code occurred due to a faulty generator board. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the investigation results, the reported malfunction was likely caused by a faulty generator board; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.